Manufacturer narrative:
The patient's magec rod was removed and the patient was implanted with a new magec rod, without incident. To date, the patient is doing fine and continuing their treatment with magec; no negative outcomes were reported. A DHR review revealed that there were no deviations from the manufacturing process and that the device was released within specifications. This is not an unusual event for growing rod patients. In the literature, growing rods have been reported to break in approximately 25% of cases (bess s, et.al., "complications of growing-rod treatment for early onset scoliosis: analysis of one hundred and forty patients", j bone joint surg am. 2010; 92: 1-11.).

Event description:
A distributor alleged that a patient's magec rod appeared to have had separated at a solid section after one (1) year of implantation.